Manufacturer narrative:
Lot# k4926. The evaluation confirmed that the teflon pad was damaged; however, no error messages were duplicated during testing as the device passed the probe check. A visual inspection found the teflon pad was separated from the grasping section of the device, with metal exposed. There was also evidence of char marks on the teflon pad. This type of teflon pad is most likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." If additional information is received or the device is returned at a later time this report will be supplemented. Cross reference with MFR report#: 2951238-2015-00380.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the teflon pad became worn on two different devices. The devices were placed with a reusable bipolar grasper and scissors and the intended procedure was completed with no further issues. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, and was informed that a probe check was performed on the device prior to the procedure and no anomalies were found. It was stated that the first device showed teflon pad damage after the seal and cut function was used to transect the round ligaments. The teflon pad on the second device was damaged after the colpotomy was performed. It was also noted that no device fragments fell into the patient. An u504 error code was observed during the procedure. This is one of two reports.